Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; this showed a leak from the fluid reservoir drain tube. The issue was determined caused by a crack in the drain tube.

Event description:
Information was received indicating that a smiths medical level 1 hotline blood and fluid warmer was reported to be leaking from the water tank. There were no reported adverse effects.